Event description:
I was forced to switch from the dexcom g6 to the dexcom g7 because my health insurance carrier (united) made me. The dexcom g7 is the worst cgm I have ever used. Currently, the cgm is reflecting a bg(blood glucose) level of 56 but in fact my bg level is 287. Because the number from the g7 is so low and incorrect, my tandem pump has turned off giving me insulin. This has been going on for over 3 hours now. I tried to calibrate the pump to reflect the correct number but the g7 is refusing to accept the correct bg level. I am scared for my life. Now I do not know if it is correct and if I am away from home or at work and do not have the ability to confirm my bg level with a finger stick, then I am truly flying blind. This product needs more testing, especially with tandem pump integration. Because my insurance carrier will not permit me to use the g6, I now have to fear that I will either be given too much insulin and die or none and die. Either way, the g7 is a killer.